Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: us157852, m2a-magnum pf cup 52odx46id, 413610; 650-1055, cer bioloxd option hd 28mm, 2886419; 15-103203, taperloc microp lat fmrl 9.0mm, 735790. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Pictures and x-rays were reviewed with development engineer. The position of the cup is confirmed to be extremely vertical and retroverted. The outer surface of the liner exhibits severe scratches and also a significant amount of polyethylene was worn away on the device. This damage likely occurred during articulation of the liner in the cup. The appearance of the liner suggests that there was extreme edge loading on it. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The likely cause for the liner wear is cup position being extremely vertical and retroverted. However, the reason for the extremely vertical and retroverted position of the acetabular cup is unknown. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1055, cer bioloxd option hd 28 mm, unknown. The 650-1067, cer option type 1 tpr sleve +3, unknown. The 15-103203, taperloc microp lat fmrl 9.0 mm, unknown. Us157852, m2a-magnum pf cup 52odx46id, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Surgeon didn't approve for return.

Event description:
It was reported that the patient's left hip was revised two months post implantation due to liner wear. Attempts have been made and additional information on the reported event is unavailable.